Event description:
It was reported that a patient underwent and unknown spinal procedure with hardware implantation at l4-s1. Two days post-op, the patient got out of bed and experienced extreme pain down the right leg. It was discovered that a screw was broken. No further information is known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
Analysis of the returned device shows that macroscopic examination confirms screw breakage ~3-5 threads from the base of the bone screw head. Visual and optical examination of screw surface near the area of fracture did not identify and defect or damage that could contribute to subsequent breakage. Dimensional inspection of major and minor diameter confirms conformance to print specification. Fracture surface damage and discoloration noted; discoloration consistent with excessive heat. Asymmetrical mas crown witness marks suggest asymmetrical loading of rod construct. Fracture surface analysis suggests a multi-modal failure, with an initial flat fracture with progressive striations, subsequently followed by single cycle overload as evidenced by the river lines and shear lips, consistent with overload. Inconclusive; unable to determine root cause with the available information. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.